Manufacturer narrative:
Device expiration date: n/a. Investigation summary: 21 sample were received. They all have the plastic shield assembled. They were visually inspected under the 30x microscope. They have a hook in the needle tip. The photos show the needle tip with hook. This can happen when the needles come into forceful contact with a hard surface. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9130620 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: this can happen when the needles come into forceful contact with a hard surface.

Event description:
It was reported that tip breakage was found before use with a needle ns 25ga 3/4in w/o silicone. The following information was provided by the initial reporter, "tips are damaged." 16 occurrences were reported.